Manufacturer narrative:
The patient underwent an hmii to hm3 pump exchange 5 days prior to death (08oct2018) due to pump thrombosis. This was previously reported under MFR # 2916596-2018-04249. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not conclusively be established through this evaluation. Heartmate 3 lvas, serial number (B)(6), was not returned to abbott for evaluation. There is no product available for evaluation. The heartmate 3 lvas IFU lists pump thrombosis, stroke, bleeding and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the site reported that the patient's cause of death was pump thrombosis.

Manufacturer narrative:
Additional information received 19mar2019; hmii to hmiii pump exchange performed 08oct2018 due to pump thrombosis previously reported under MFR # 2916596-2018-04249. Patient age corrected. The initial report incorrectly stated the patient was a clinical trial patient; the UDI has been entered analysis conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists stroke and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient underwent a pump exchange from heartmate ii to heartmate iii on (B)(6) 2018 due to complications with pump thrombosis. Patient was anticoagulated for the procedure with heparin. Clinician reported anticoagulation therapy may have contributed to the reported event. Patient was in ventricular tachycardia consistently in operating room during the exchange. A CT scan was performed and intraventricular hemorrhage and left cva were noted. These findings were thought to be the result of profound coagulopathy or hemorrhagic transformation of a site of recent ischemic change. Ischemic stroke was noted within the middle cerebral artery vascular territory affecting the right parietal lobe. The conglomeration of findings under CT reflect embolic phenomena and the effects of hypoxic and ischemic changes. The patient was intubated, sedated and non-response following the procedure so clinician was unable to report on patient's symptoms; patient never woke up. Immediately following device exchange, the patient was still moving extremities but not interacting which was a sign of neural status being impaired. The patient did not have any neurological progress so family withdrew care on (B)(6) 2018. Death was not thought to be device related and hmiii lvad functioned as intended following exchange. Speed operated at 5000rpm. Patient was treated with levo, epi, and vaso. Patient was simultaneously being supported with ventricular assist ECMO support at the time which competed with vad flows and led to some low flow alarms. Pump otherwise operated without issue. The device was not explanted and was not returned for evaluation. No additional information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 6 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported through patient outcome that the patient was expired due to cerebro-vascular accident. No further information was provided. The pump was listed as not explanted.